Event description:
It was reported that this cardiac resynchronization therapy pacemaker alerted due to entering safety mode. The crt-p was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker alerted due to entering safety mode. The crt-p was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Please note: this supplemental correction MDR is being submitted to update the evaluation code which was previously omitted from the original submitted MDR report for this complaint.